Manufacturer narrative:
The device was manufactured from june 1-2, 2020. The device was received for evaluation. The sample was returned to the plant containing 47 ml of residual drug fluid in the device. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) small volume folfusors underinfused medication to the patient. After the expected therapy time was completed, it was observed that approximately 1/3 of the medication dose was still left over and not delivered to the patient. The devices had been filled with terlipressin 1.785mg/126ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.